Event description:
It was reported that hair in packaging. Verbatim: "there is a hair in the packaging - part of it is in the heat sealed seam of where the package is close".

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Sample was returned for evaluation. Visual examination of the sample verified the reported issue of foreign matter (hair) in packaging. The hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures/process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers/packages, although associates wear hair nets, gloves, safety glasses, and head covers. If worn improperly, it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. A production record review was completed for batch/lot 1244139 and no non-conformances were identified during the manufacturing of this lot. Corrective actions have been implemented to change the lab coats previously used to anti-electrostatic lab coats during manufacturing. No further actions are required at this time. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported that hair in packaging. Verbatim: "there is a hair in the packaging - part of it is in the heat sealed seam of where the package is close".